Event description:
Law firm contacted (B)(4) via letter regarding a consumer who sustained injuries as a result of an accident set forth - letter states that the rollator failed, and caused the consumer to fall and injure himself.